Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas 6000 e601 module. The initial result was >120 ng/ml, with a data flag. The sample was automatically repeated with a result of 79.57 ng/ml. A result of 80 ng/ml was reported outside of the laboratory. The initial result was believed to be correct based on the patient¿s historical result.

Manufacturer narrative:
The e601 module serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. Abnormal sample aspiration, abnormal sample probe movement, pc/cc short, and preclean short alarms were observed on the alarm trace data. A general reagent or analyzer problem was not present because qc before the event was within range. The investigation did not identify a product problem. The cause of the event could not be determined.